Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the product tank was leaking. Additional malfunctions were dusted sieve beds and barbed connector was broken.